Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a loose drive support disk.

Event description:
It was reported that the insulin squirted out and the insulin pump alarmed during the prime/rewind process. The customer's blood glucose reading was 7.6mmol/l. Troubleshooting was performed. Attempted to prime again and the insulin pump alarmed. Advised the caller that the insulin pump would be replaced. No further information was provided.